Event description:
Clip applier engaged 3-4 times, clip would fall off. All unengaged clips retrieved. Sales rep in room and offered another sterile clip applier that worked fine. No patient harm; no affect on patient outcomes.